Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed an irritation under his breasts. The patient was prescribed a cortisone cream from a physician. Physician reported that it was possibly an allergic reaction and discontinued use on the device. The patient reported that the irritation improved.